Event description:
During coil embolization within a 3 x 3.2 aneurysm, the physician noted that the coil zipper was out of order. Reportedly, the procedure was successfully completed. There was no report of pt injury.